Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, resulting in a pump shutdown. The customer continued to use the pump for insulin therapy. Additionally, it was reported that resistance was experienced during the fill process. The issue was resolved by performing a cartridge change. Customer's blood glucose level was 110 mg/dl.